Event description:
It has been reported to philips that there was problem with the x-ray tube and x-ray was intermittently not available. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that there was intermittently no x-ray. Troubleshooting actions showed a problem with the power inverter of the x-ray generator. The fse replaced the power inverter and returned the system to use in good working order. The investigation is ongoing. A follow-up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was problem with the x-ray tube and x-ray was intermittently not available. Review of log file shows x-ray generator error. The fse replaced power inverter(point) certeray. After replacement of inverter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.